Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The iesu was placed on an in-house system and was run in normal mode.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted hysterectomy-benign surgical procedure, the customer called intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that the erbe showed error c-34. The isi tse confirmed error c-34 and also found errors c-54 and m-18. The caller stated that erbe was not on a dedicated power socket. The isi tse informed the caller that erbe needed to be replaced (because of error c-54) but suggested trying a power cycle and connecting erbe to a dedicated power socket. The caller performed the suggested steps, but it did not solve the problem. The isi tse suggested caller to connect forcetriad to finish the surgery. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the surgeon was performing a robotic hysterectomy and the generator gave an error and stopped working. The customer tried the usual troubleshooting, changing pads, instruments, and cables. The isi tse was called, and they advised the generator needed to be replaced. The customer continued the case with no adverse effect on the patient as the e100 and synchroseal were still working. For the next case, the customer set up the covidien force triad and this worked well.

Manufacturer narrative:
Based on the claim against the product by the customer noting error on erbe, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the erbe to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The product has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.